Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received report of two syringe sets leaking at the pressure sensing disk. Further information from customer, she says that she is not positive the leak is coming that area on both of the sets, as there is some indication at least one of the sets is leaking from a different area. This report is for the first set. There is no indication of patient harm and no medical intervention was required. The customer stated that no further patient/event information is available.